Manufacturer narrative:
The handpiece was rec'd at the MFR for svc and eval. During the investigation, it appeared that a blood-like substance leaked from the handpiece. The investigation is still in process, and a f/u report will be submitted after the quality investigation has been completed.

Event description:
The handpiece was returned to the MFR for svc, and during the investigation, it appeared that a blood-like substance leaked from the handpiece. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.